Event description:
Patient called in to report getting continuous connection and wrench error. When inspecting the therapy cable, the cord to the hub are fully exposed. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed safety and eit but failed inspection for wire damage confirming the reported issue. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Will continue to trend for future occurrences.